Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the pump was being prepped and the automated impella controller (aic) showed optical sensor error when pump was connected. Perfusion disconnected and reconnected pump and error went away. The pump and aic were replaced. There was no patient harm.

Manufacturer narrative:
The investigation was completed. Clinical details note that there was an optical sensor error upon initial connection of pump sn (B)(6) to (B)(6). Once the pump was disconnected and reconnected, the error went away. Data log review confirmed the system sensor error after plugging in the pump. The user was directed to re-plug in the pump to the console. The error resolved upon reconnection but the pump and console were both replaced as noted in clinical details. The raw optical was -3276.8 mmhg upon first connection with snr near zero, which likely indicates an air gap. Furthermore, the pump was returned and evaluated. The 5s parameters were in spec and the pump passed the laser continuity test. The pump was successfully connected to the lab console without optical sensor errors. The cause of the optical signal issue was most likely an air gap from between the aic and the patient cable plug which was resolved after disconnecting and reconnecting the pump as noted in clinical details and seen in the data logs.